Manufacturer narrative:
Concomitant medical devices and therapy dates are unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced issues with recharging her ipg. The patient's programmer also reflected a communication error. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Effective therapy resumed postoperative.